Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls as per the product specification. The most probable root cause has been determined to be use/user error. It was reported that the complaint device was used in the iliac vein. The xxl¿ esophageal dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus.¿ (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the iliac vein. A 18-6/5.8/75 xxl¿ esophageal balloon catheter was advanced and was initially inflated. However, during the first inflation at 4 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.